Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etcf2828c49e, serial/lot #: (B)(4), ubd: 02-oct-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was planned to be implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The proximal neck measured 24-26mm and 10mm in length. It was reported during the index procedure a completion angiogram demonstrated a type ia endoleak. The physician elected to implant 6 endoanchors however repeat angiogram demonstrated that while the endoleak reduced it did not completely resolve. After further angiograms were performed an endurant aortic cuff was placed however the endoleak persisted. 4 more endoanchors were implanted on the left proximal side where the endoleak was suspected to be coming from. Final angiogram revealed a largely reduced but still visible type ia endoleak. The physician completed the procedure at this time. Per the physician the cause of the event was anatomy related due to hostile proximal neck anatomy. No additional clinical sequelae were reported and the patient will be monitored.